Manufacturer narrative:
Product ID 3037, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient product ID 3093-33 lot# v013192, implanted: 2007 (B)(6), explanted: 2013 (B)(6); product type lead. (B)(4).

Event description:
Additional information stated the ins worked well for her symptoms but a few months prior to explant, the patient was really sore at the ins site and had pain on her right side where the ins was. The pain was the reason the patient had the ins explanted on 2013-(B)(6). The patient wanted to donate the programmer.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient recently had the system explanted due to ongoing pain down her leg for a couple years prior to report, as well as recent pain around the implantable neurostimulator (ins) site for the past 6 months prior to report. It was stated the patient was riding a stationary bike and felt like that might have started the ins site pain. It was also stated, the pain in her leg and the recent pain at the ins site were present whether stimulation was on or off. It was noted the patient felt that ¿the stimulation worked as well as it could for her situation.¿